Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the patient's transmissions revealed that the right atrial lead exhibited episodes of oversensing noise. No intervention was performed but programming changes were discussed. No adverse patient consequences were reported.